Event description:
This lead was implanted on (B)(6) 2007 and was capped on (B)(6) 2013 due to loss of capture on lv lead and impedance greater than 2000 ohms with all pacing configurations. Lv lead appeared with conductor fracture. Physician tried to implant new lv lead but he doesn't succeed. Physician replaced the device with bicameral one and capped lv lead. The physician was dr. (B)(6) at (B)(6) in (B)(6). No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).